Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report of "high impedance", " electrode connection" and "display a red x" were observed during review of the device data logs. Without return of the device, further investigation could not be completed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance, did not detect the attached electrode pads, and displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.